Event description:
The facility reported to baxter that an intermate sv 100 device was found to be leaking from the blue winged cap. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with a 50ml solution of cubicin and normal saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.